Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the luer of the infusion set came loose and leaked insulin. The patient had high blood glucose levels. No adverse event reported. The device lot number was not provided. Return of the suspect device was requested for evaluation.